Event description:
The customer reported being in the emergency room due to severe abdominal pain, nausea, and dehydration as well with high blood glucose of 460mg/dl. The customer was treated with an insulin drip and fluids, then he was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.